Event description:
It was reported that the patient presented in the emergency room with syncope. Upon interrogation, the atrial lead exhibited noise leading to mode switch events. Upon review of logged session, high impedance was noted in november of last year. The device was reprogrammed successfully.